Event description:
The customer reported a leak inside the act diff instrument. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the tubing through pinch valve lv14 was clogged. Pinch valve lv14 controls the drain for the wbc and rbc baths. The fse flushed the drain lines for the baths and the leak was fixed. The repairs were verified per established procedures. Upon recur, the failure mode identified is likely to cause erroneous results for all parameters due to improper bath drain. The manufacturer's reference # for this event is (B)(4).